Manufacturer narrative:
Analysis found the unit with missing segments due to bleeding lcd glass. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery. The customer's blood glucose level at the time of the event was unknown. The insulin pump will be returned for analysis.